Event description:
Three patients had needle prostate biopsies by locum physicians who were not familiar with the sonoline adara, siemens diagnostic ultrasound system. All three cases ended up not containing all prostate tissue. Two of the patients returned for follow up prostate needle biopsies which were also negative. The third patient had low psa test results and elected not to have the procedure repeated at this time. The section head of urology has changed practice, prohibiting any locum from using the ultrasound machine until they are signed off by him.

Event description:
Three patients had needle prostate biopsies by locum physicians who were not familiar with the sonoline adara, siemens diagnostic ultrasound system. All three cases ended up not containing all prostate tissue. Two of the patients returned for follow up prostate needle biopsies which were also negative. The third patient had low psa test results and elected not to have the procedure repeated at this time. The section head of urology has changed practice, prohibiting any locum from using the ultrasound machine until they are signed off by him.